Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was operating slowly. A technical support specialist applied knowledge article 000008629 "station slow login netbios" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station was operating slowly. The customer reported that the malfunction occurred when user tried to retrieve medication for patient. There were no adverse events or injuries reported based on this event.